Event description:
Info received indicates the nurse call is not working.

Manufacturer narrative:
The technician found that after removing one of the pendants the nurse call would work. The account replaced the pendant to repair the bed.